Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address some of the alarms but could not remember how all alarms were resolved. There was no adverse impact to customer's blood glucose level.